Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump had second occurrence of a pump error alarm. The blood glucose level of the customer was unknown. The customer was able to clear the alarm but unable to rewind the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a drive count or time values or changes incorrect for moving or coasting error alarm during rewind due a broken motor slide. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test, and occlusion test due to drive count or time values or changes incorrect for moving or coasting error alarms.